Event description:
Boston scientific received information that this right ventricular lead had become dislodged when the patient who has twiddler's syndrome, twisted the lead up in a knot in the device pocket. Beyond the surgical intervention required to address the issue, there were no adverse patient effects. No other products were removed from service. No further information is expected.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.